Event description:
It was reported that the implanted device alerted due to atrial arrhythmia burden. Review of the device data demonstrated an increase in the right ventricular (rv) pace impedance in (B)(6) 2022, which triggered the lead safety switch (lss). The lss automatically switched the programming configuration to unipolar, and the resulting impedance was normal. There was also a stored ventricular event that appeared to be sensing of rv lead noise with some pacing inhibition. It was noted that the patient was paced 97% in the ventricle. Technical services recommended in-clinic assessment of the rv lead with provocative maneuvers. The pacemaker and rv lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that the implanted device alerted due to atrial arrhythmia burden. Review of the device data demonstrated an increase in the right ventricular (rv) pace impedance in march 2022, which triggered the lead safety switch (lss). The lss automatically switched the programming configuration to unipolar, and the resulting impedance was normal. There was also a stored ventricular event that appeared to be sensing of rv lead noise with some pacing inhibition. It was noted that the patient was paced 97% in the ventricle. Technical services recommended in-clinic assessment of the rv lead with provocative maneuvers. The pacemaker and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.